Event description:
A malfunction was reported on the pump, displaying a code identified as malf 12. The customer did not report whether there was any adverse impact on their blood glucose level. Customer technical support provided instructions for resetting the pump, which successfully prevented the recurrence of the malfunction code. The customer was advised to continue using the pump and to call back if the issue recurred, which the customer understood and acknowledged.